Event description:
The customer alleged that the central station and the bedside monitor did not alarm but the asystole is visible in wave review. The pt expired and no pt data from the incident was saved.